Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: during a knee surgery the whole inner casing and teeth on both sides broke off into the patient. No harm to patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. Blade comes contact with a hard object. (B)(4).

Event description:
It was reported during surgery the tip broke. No harm to the patient, as no broken piece was left inside the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported during surgery the tip broke. No harm to the patient, as no broken piece was left inside the patient.